Event description:
After a radial artery procedure, infection was noted at the insertion site approx a week later. Pt suffers from cellulitis and painful edema. There is some weeping at the site and the formation of a lump under the skin.